Event description:
The customer reported the wall circuit breaker tripped. The customer reset the circuit breaker and turned the avanti j-20 xpi centrifuge off. Upon powering up the instrument, the customer heard a loud pop and witnessed a brief arc flash extending approximately 5-6 inches from the back panel of the instrument and observed small amount of smoke. The customer turned the instrument off and unplugged the unit. The customer noticed the back panel had a burn mark from the arc and part of the power supply was charred. The fire department was not summoned. There was no operator injury associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered shorted power supply which caused a brief flash then went to open circuit. The fse replaced and re-leveled the power supply to resolve the issue. The fse successfully verified instrument operation. (B)(4).